Event description:
It was reported that a patient was implanted with a pdl implant at l5/s1 in louisiana a few months ago and presented with significant pain. Surgeon believes that she can be revised to another pdl. Removal surgery was completed on (B)(6) 2023.

Manufacturer narrative:
It was reported that a patient was implanted with a prodisc l device at l5/s1 on (B)(6) 2022. The patient presented with significant pain and radiculopathy and required a walker to walk. X-ray images showed that the implant was off of midline. The pdl was removed on (B)(6) 2023 and replaced with a new prodisc l device. A review of the dhrs found no anomalies associated with the complaint. Complaint trending found that the rate of complaints was within the levels defined in the risk documentation. A review of the risk documentation found that the harms associated with the complaint are identified and mitigated to a level where the benefits outweigh the risks. Device evaluation could not be completed as the implant was not returned following the removal. The pain and radiculopathy was caused by the implant off of midline, which was the cause for the pdl removal. This report is for 2 of 3 devices in this event.